Event description:
The user reported that suddenly the speech sound started to be low and could only hear noises with the device. About 10 minutes after these symptoms started, the user stopped having access to sound with the device completely. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: investigation results confirmed a loss of hermeticity at the housing braze joint through micro-leaks. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that suddenly the speech sound started to be low and could only hear noises with the device. About 10 minutes after these symptoms started, the user stopped having access to sound with the device completely. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that suddenly the speech sound started to be low and could only hear noises with the device. About 10 minutes after these symptoms started, the user stopped having access to sound with the device completely.